Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 5 and 24 hours. The adhesive separated from the infusion site (arm) causing the cannula to dislodge during activities. Symptoms reported include redness at infusion site (arm), headache, dizziness and abdominal pain. Patient stated that a home urine test was positive for ketones. The patient was evaluated by a medical professional at (B)(6) hospital and noted that the at home test results were inaccurate, for ketones. Patient was released within 1 hour after successfully placing a new pod.